Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient reported that he was at his diabetes doctor when his blood sugar fell to 47mg/dl, and the device did not alert because it had loss connection. Patient reported that he started to lose consciousness and the doctor called for an ambulance/emt which transported him to a hospital. Patient stated that he cannot remember what happened after that, but he was released the same day. At the time of contact, patient reported current condition as "good". No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. Data was returned and downloaded. A review of the customer complaint was confirmed. The root cause could not be determined.